Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a fall that caused the leads to move and caused problems with stimulation. It was noted that the patient¿s legs gave out when getting out of the car approximately two weeks prior to the report. Since then, the patient was getting cramping in the back and increased pain in the right middle back which worsened when stimulation was turned on. It was noted that x-rays were performed and the x-ray showed "minor" lead migration. Impedance testing indicated high impedances of greater than 10,000 ohms on electrode #7. The location of the pain was at the lead extension connection location of the right side implant. The patient was reprogrammed and a lead revision was probably going to be planned but had not yet been scheduled. It was noted that there was no alleged product issue with the implantable neurostimulator. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient was having a pain stimulator replacement on (B)(6) 2013. It was later noted that the date of the replacement was (B)(6) 2013. It was further reported that the patient had a system replacement without incident.